Event description:
The customer reported poor image quality during a case . No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.